Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot#: v153177, implanted: (B)(6) 2008, product type: lead. Product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-56, lot#: v153177, implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the healthcare provider (MRI tech) that the patient had the implant removed in 2011 due to no longer working and the physician left the lead intact. Caller also reported the patient had lumbar MRI last year and there were no reports of adverse issues. No patient symptoms reported.